Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg will not communicate with the remote and was no longer working. The patient underwent a replacement procedure wherein an MRI capable ipg was implanted and was doing well postoperatively. Explanted ipg will not be returned.